Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of 200-300 (mg/dl) and delivered a correction boluses to stabilize bg level. Customer reported that they had been sick and this could have contributed to their elevated bg levels. Customer declined any further troubleshooting or to provide any further information on the reported issue.